Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03082 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 3 single-use biopsy forceps were used during a colonic procedure performed on (B)(6), 2010. According to the complainant, during the second biopsy, it was noticed that a piece of metal was sticking out below the biopsy cups. The device and scope were removed in tandem from the patient and the forceps were cut to remove it from the scope. A second radial jaw 3 single-use biopsy forceps was tested outside the patient and the same thing occurred. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03082 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 3 single-use biopsy forceps were used during a colonic procedure performed on (B)(6), 2010. According to the complainant, during the second biopsy, it was noticed that a piece of metal was sticking out below the biopsy cups. The device and scope were removed in tandem from the patient and the forceps were cut to remove it from the scope. A second radial jaw 3 single-use biopsy forceps was tested outside the patient and the same thing occurred. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
A visual examination of the returned device found that the catheter was cut at the distal section and the needle tail was bent out of the clevis. Functionally, the returned unit was not tested due to the sample return condition. Furthermore due to the sample return condition, measurements could not be taken of the wire curves to determine whether they were within specification. The condition of the returned incident device was consistent with the complaint; that a piece of metal was protruding. The most probable root cause is undeterminable due to the sample return condition preventing accurate determination of the root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)